Manufacturer narrative:
There is no indication of a coil or system malfunction that could have contributed to the injury. The injuries, 2nd degree burns on the fingertips of the right hand are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Even though it was mentioned that padding was used to prevent this from occurring, no information was provided on the exact location where this padding was positioned. Furthermore, the coil and the cable were also not near the hand of the patient. Considering the location of the burns, skin-to-skin contact is the most logical explanation.

Event description:
Philips received a report that a female patient got 2nd degree burns on the fingertips of the right hand 2 days after the exam.